Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure via right internal jugular vein, the catheter was allegedly unable to be attached to the port. It was further reported that the catheter allegedly broke near the connection site. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one powerport clearvue isp implantable port was received for evaluation. Gross visual, microscopic, functional and tactile evaluations were performed. A complete circumferential break was noted on the port stem. A catheter segment was returned and measured approximately 0.6cm. Complete circumferential breaks were noted on the catheter segment returned. What appeared to be a port stem, was noted in the center of the catheter segment returned. A distal catheter segment was returned and measured approximately 22.4cm in length. The edges of the port stem were noted to be jagged. The surface was noted to be granular throughout. The edges of both complete circumferential breaks on the catheter segment returned were noted to be uneven. The surface of the proximal end of the catheter segment was noted to be granular with residue throughout. An attempt to remove the port stem segment from within the catheter segment was performed and was unsuccessful. The manufacturing review states, visual inspection of the images showed a powerport clearvue, a circumferential break was observed in the port stem, the rupture had an irregular appearance. Visual inspection of the catheter revealed that it was torn into two segments. A closer view revealed that the stem section of the fractured port was trapped in the catheter ID, both of which were irregular ruptures in the catheter. Therefore, the investigation is confirmed for the reported fitting issue, fracture and material separation. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d4 (unique identifier (UDI) #), g3, h6 (device, component, method, result, conclusion). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A female patient underwent a port placement procedure via right internal jugular vein using powerport clearvue slim implantable port, chronoflex single-lumen, kit, 8f. During the procedure, the catheter was allegedly unable to be attached to the port. It was further reported that the catheter allegedly broke completely near the connection site. The procedure was completed using another device. There was no reported patient injury.